Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7371016) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) in the patient's left approximately 2 months post implant. Yag and conductive keratoplasty (ck) were performed and the prognosis was reported as "good." No additional information was provided.